Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 569 mg/dl which was addressed with a manual injection.